Manufacturer narrative:
Event site name: (B)(6). Event site telephone: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint #: (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was being inserted intraoperatively, however, the iab was unable to be inserted through the sheath. The iab was replaced and therapy was provided. There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and no traces of blood was found on the product. The sheath was not returned for evaluation. Two kinks were found on the catheter tubing approximately 75.7cm and 72.4cm from the iab tip. Additionally, the one-way valve was returned. The one-way valve was vacuum tested, and it held vacuum. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed, and no leaks were detected. A leak may impact the ability to maintain vacuum. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. Per IFU the one-way valve must be aspirated to 30cc while leaving the one-way valve in place attached to the extracorporeal tubing leur to ensure vacuum is maintained throughout insertion. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint: (B)(4).

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid. Complaint record ID # (B)(4).